Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer realized that the air bubbles appeared at the end of tubing after user had a shower. The customer was advised to do fixed prime 5 units to remove air bubbles out after that back to fixed prime original. The customer was instructed to allow insulin to reach room temperature before user. The customer was advised to monitor it.